Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. A 12-month review of the complaint trend analysis for the product family found no emerging trends. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. No systemic trend has been observed. Therefore, this complaint will be closed with no further action required. The source of the report is the following literature source: article title: adult thoracolumbar and lumbar scoliosis treated with long vertebral fusion to the sacropelvis: a comparison between new hybrid selective spinal fusion versus anterior-posterior spinal instrumentation (yagi, m.) Publication apr 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Medical safety reported complaint from literature that was reviewed for post market surveillance reporting. Article title: adult thoracolumbar and lumbar scoliosis treated with long vertebral fusion to the sacropelvis: a comparison between new hybrid selective spinal fusion versus anterior-posterior spinal instrumentation (yagi, m.) Publication apr 2014. The purpose of this study is to assess radiological and clinical outcomes in patients requiring the hybrid instrumentation with a similar cohort undergoing traditional anterior release and long posterior fusion to the sacropelvis. Retrospective analysis demonstrates that the hybrid construct, may be a valid alternative in select patients with thoracolumbar/lumbar scoliosis. Overall curve correction was improved in the hybrid group, with fewer levels fused, decreased blood loss, and fewer revision procedures. N=1 deep infection.